Event description:
Caller alleged imprecision with inratio meter. Results as follows: dates: (B)(6) 2011, 1st inratio: 5.2, 2nd inratio: 4.4. (B)(6) 2011, 1st inratio: 1.4, 2nd inratio: 2.5. Five minutes later with fresh finger-stick. Therapeutic range is: (2.5-3.5).

Manufacturer narrative:
Investigation pending.